Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that the device of one of their customers had a service wrench icon and attention icon in the readiness display. During device evaluation, physio-control observed that the device had logged multiple event codes. From the downloaded device data it was observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted. Therefore it would be likely that the device would not be able to provide defibrillation therapy when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9 and fl10 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.